Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath during a combined mitraclip and left atrial appendage (laa) closure procedure.a slight pericardial effusion (less than 1 cm) was already present prior to the procedure, and it was described as circumferential. The transseptal puncture was performed in a location near the right ventricle, and the patient was in sinus rhythm at the time of the procedure. During the procedure, heparin was administered, and the activated clotting time (act) was maintained above 250 seconds. The left atrial pressure was reported to be above 12 mmhg. There were no multiple wire or sheath exchanges, and the wire was not placed into the laa at any time. The device required three partial recaptures during implantation, but it was never fully recaptured. Device implantation proceeded without difficulty aside from standard repositioning. Following deployment of the 25 mm amulet device, a small pericardial effusion was observed. The effusion remained stable, measured less than 1 cm, and did not require intervention. It was located around the right ventricle. The medical team did not perform any intervention or administer any medication to manage the effusion, and the pericardial effusion was considered clinically acceptable. The physician did not believe the effusion was caused by an abbott device, instead attributing the finding to the transseptal puncture. Cardiac tamponade was not suspected at any point. After the procedure, protamine was administered. The patient remained hemodynamically stable throughout, and the physician reported satisfaction with the amulet device outcome. The patient is reported to be doing well.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath during a combined mitraclip and left atrial appendage (laa) closure procedure.a slight pericardial effusion (less than 1cm) was already present prior to the procedure, and it was described as circumferential. The transseptal puncture was performed in a location near the right ventricle, and the patient was in sinus rhythm at the time of the procedure. During the procedure, heparin was administered, and the activated clotting time (act) was maintained above 250 seconds. The left atrial pressure was reported to be above 12¿mmhg. There were no multiple wire or sheath exchanges, and the wire was not placed into the laa at any time. The device required three partial recaptures during implantation, but it was never fully recaptured. Device implantation proceeded without difficulty aside from standard repositioning. Following deployment of the 25¿mm amulet device, a small pericardial effusion was observed. The effusion remained stable, measured less than 1cm, and did not require intervention. It was located around the right ventricle. The medical team did not perform any intervention or administer any medication to manage the effusion, and the pericardial effusion was considered clinically acceptable. The physician did not believe the effusion was caused by an abbott device, instead attributing the finding to the transseptal puncture. Cardiac tamponade was not suspected at any point. After the procedure, protamine was administered. The patient remained hemodynamically stable throughout, and the physician reported satisfaction with the amulet device outcome. The patient is reported to be doing well.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.